Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog wash kit, it was reported that at the end of bypass, when the customer wanted to remove the wash kit from the autolog iq instrument, it was difficult, and the customer observed some blood under the autolog iq and a leak on the bowl. The device was used to complete the procedure as the leak was noticed at the end. There was no additional adverse patient effect associated with this event. Medtronic received additional information that there was no damage noted in the device. There were no visual, audible, or performance abnormalities. The bowl or tubing was not re-seated/reinstalled/replaced. No error warning message appeared. There was no transfusion required as a result of this leak.